Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an ind flag generated for one patient's bnp result on an access 2 immunoassay analyzer. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA-(B)(4) associated with this report.(B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that began to beep and said battery failed. This condition was reported as having occurred during patient use in the ob area of the facility. The facility representative stated in a phone message that the infusion was interrupted. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. Uim master software versions with a software configuration number ending in 6.13.90 will be categorized as remediated.

Manufacturer narrative:
(B)(4). A baxter service technician evaluated the pump and confirmed the customer reported condition of "failed battery" which led to an interruption of therapy due to a depleted main battery. The depleted main battery was replaced, and then pump passed all functional tests and was returned to the customer.